Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips bench repair technician (brt) determined the cause of the reported problem was faulty alarm assembly and needed to be replaced. The speaker was replaced and returned to functional use with no further issues identified. The device remains at the customer site.